Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly calcified coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 6 atmospheres, the pressure became unable to increase. The device was removed smoothly without any resistance met and when it was checked outside the patient's body, it was found that the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.